Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product. Healthcare professional later confirmed that left side is ruptured. Device has been explanted, replaced, and discarded.